Event description:
It was reported that stent profile problem and premature deployment occurred. The 70-80% stenosed target lesion was located in the non-tortuous and moderately calcified mid left anterior descending (lad) artery. A 16 x 2.25 promus elite drug-eluting stent was advanced for treatment. However, the stent got caught and accordioned in the 40-50% stenosed and calcified proximal lad. The stent was deployed at 13 atmospheres for 30 seconds in the proximal lad hindering to pass another stent in mid lad. No further complications were reported.